Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Product: 4024 implantable pacing lead (B)(6) 2001.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead had low impedance and rising thresholds. The lead remains in use. No patient complications have been reported as a result of this event.